Manufacturer narrative:
The set leaked from the connection between the luer lock and the IV catheter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system basic solution set leaked during infusion from where the spike connects to the drip chamber. There was no patient injury or medical intervention associated with this event. No additional information is available.